Event description:
Patient's vns device found to have high lead impedance and is not receiving the programmed stimulation. Patient is nearly seizure free and so was referred for surgery to address the high impedance so the therapy can be continued. Device was disabled because of the high impedance. Patient underwent lead revision surgery. The surgeon attempted lead pin reinsertion to see if that would achieve a normal impedance but this was unsuccessful. The lead was then replaced and the impedance returned to normal limits. The explanted lead was discarded.